Manufacturer narrative:
As defined in the devices user manual, the rmu-1000 acc is designed to be very low maintenance. Simple maintenance tasks are to be performed regularly to ensure its readiness (such as making sure the battery pack is fully charged on a weekly basis or after each use). Different maintenance intervals may be appropriate depending on the environment where the rmu-1000 acc is deployed, and ultimately the maintenance program is at the discretion of the emergency response program's medical director. As with all rechargeable batteries, the rechargeable battery pack self-discharges over time, and therefore, must be maintained in accordance with the user manual in order to be ready for use.

Event description:
A professional customer reported that when responding to a rescue attempt, they had to swap the battery pack in their compression device as the battery was depleted. They reported that this did not occur during the use of the device and the device operated as expected with the second battery pack. When asked about the charging frequency for the battery pack, they reported that they had not charged the battery for at least three months and during troubleshooting, it was discovered that both battery packs were expired ((B)(6) 2020).